Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a system failure of cr board, the supply pressure sensor did not work properly. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device experienced it doesn¿t work; it turns on, but when pressing any key, it beeps and then shuts down. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.